Manufacturer narrative:
(B)(4). The field service representative (fsr) observed the insulation on the level sensor was torn and wires were exposed. It was unknown how the damage occurred. The fsr replaced the level sensor. The unit operated to the manufacturer¿s specifications. The sensor was returned to the manufacturer for further evaluation. This complaint is related to (B)(4) / medwatch #1828100-2017-00349.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the level sensor on the unit was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the level sensor was not working. The central control monitor (ccm) displayed "venlevel disconnected" message. The damage to the sensor cable was the likely cause of the problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.